Manufacturer narrative:
Concomitant medical products: 2088tc58, st jude lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was suspected for fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.